Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that there was a lead migration. It was noted ¿there is nothing, no leads found, no stimulation¿. The patient wanted the leads removed as soon as possible. No further complications were reported/anticipated.